Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing increased thirst, nausea, and vomiting and was presented to the hospital for evaluation. Upon assessment, a fingerstick blood glucose (fsbg) measurement was 600 mg/dl, while the cgm displayed a glucose value of 53 mg/dl. The patient was admitted to the hospital for treatment and monitoring. Management included administration of anti-nausea medication and an unspecified intravenous (IV) medication; however, the patient was unable to recall the specific medications received. At the time of reporting, the patient stated that they were feeling "fine." Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.